Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, the questionnaire was completed by quality with limited information. The patient had another procedure a week before their trial implant procedure and the physician believes this may be causing their neurological symptoms. The physician does not believe the curonix devices relate to the patient's symptoms. The stimulator is used to treat pain. The cause of the reported issue is unrelated to the curonix device as the physician does not believe the curonix devices relate to the patient's symptoms (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.

Event description:
The patient reported numbness, tingling, and weakness in their legs during their trial. The trial devices were pulled and the physician does not relate the patient's symptoms to the curonix devices.